Event description:
The customer contact reported a separation. On an unspecified date, the option-lok male adapter of the tubing set was connected to the patient's IV access site and was being used to deliver an unspecified volume of lactated ringers via gravity during an unspecified surgical procedure. It was reported that after procedure was complete, the nurse removed the surgical drapes from the patient. At this time, the nurse noted that the clave port had separated from the semi-rigid female adapter of the tubing set. The customer contact reported that an unspecified volume of solution leaked and a "minimal" amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified two numbers are (B)(4) and (B)(4). A representative device from possible lot number (B)(4) is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.